Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by atrophy. All components were removed and replaced with a new device. There were no patient complications reported.